Event description:
Reference number (B)(4). Event occurred in the greece. It was reported that the patient faced infusion set tubing issue on (B)(6) 2026. The infusion set tubing detachment from tubing connector. The infusion set was in use for one day. No further information is available.